Event description:
It was reported that occlusion alarm occurred which led to a blood glucose reading of 499 mg/dl. There was no adverse impact to the customer's blood glucose level. Customer gave correction dose through pump, changed infusion set and cartridge, resumed insulin delivery, no further assistance was required.